Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to perpetual rebooting. The receiver download retrieve and attach failed. Functional test station was unable to be performed. Global receiver communication tool audio and vibration tests were unable to be performed. "Try it" audio/vibration tests were unable to be performed. The receiver case was opened for an internal visual inspection and it passed. The receiver case was opened to unplug and plug battery cable in an attempt to download receiver log and failed. There was no log available to download. The speaker audio and vibrator intermittent tests were unable to be performed due to perpetual rebooting. The speaker and vibrator resistance was measured and passed because speaker and vibrator resistance measured within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.